Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0338878, medical device expiration date: 2021-03-19, device manufacture date: 2020-12-03. Medical device lot #: 0316576, medical device expiration date: 2021-02-22, device manufacture date: 2020-11-11, medical device lot #: 0329256, medical device expiration date: 2021-03-08, device manufacture date: 2020-11-24.

Event description:
It was reported that while using 6 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar contamination was observed by the laboratory personnel. Additionally 11 of them had physical defects. There was no indication that results were reported out and there was no report of patient impact.

Event description:
It was reported that while using 6 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar contamination was observed by the laboratory personnel. Additionally 11 of them had physical defects. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history records for batches 0338878 and 0316576 were satisfactory at time of release per internal procedures. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batches 0338878 and 0316576. Retention samples from batches 0338878 and 0316576 were not available for investigation. One photo was received for investigation. The photo shows the bottom of four plates from batch 0338878 (time stamps 0753 and 0823), and three plates from batch 0316576 (time stamp 1228 and 1353). The plates from batch 0338878 have one plate with what appears to be microbial growth in the tsa with 5% sheep blood. The plates from batch 0316576 have one plate with a microbial colony in the tsa with 5% sb. No return samples were received for investigation. This complaint has been confirmed for: contamination for batch 0338878, contamination for batch 0316576, bd will continue to trend complaints for these defects. Based on the low defect rate for these batches, no actions are planned at this time. H3 other text : see h.10.